Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review with overlapping events spanning approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2000 timestamp). Events captured on (B)(6) 2000 occurred during testing at abbott and are default dates due to the controller clock not being set. Intermittent atypical power cable disconnect alarms that coincided with rsoc invalid faults on the black power cable were active on (B)(6) 2021 at 12:13:38 ¿ 23:29:39. These alarms occurred on battery power and cleared shortly after activating. Multiple driveline power fault alarm activated on (B)(6) 2021 at 08:30:30 when the driveline was connected due to a power b open fault (pwr b broken). When the alarm first become active, the current sense on line a was 0.184 and the current sense on line b was 0.001. The alarm resolved after the driveline was disconnected on (B)(6) 2021 at 11:28:42. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned hm3 system controller was functionally tested and passed all tests. The controller was connected to a mock circulatory loop for an extended period of time without any issue. Per provided information, the issue was resolved after exchanging the controller and mod cable. A root cause of the reported event was not determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01355.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital with an active driveline power fault alarm. Chest x-rays were performed and log file analysis confirmed the alarm. On (B)(6) 2021 the controller and the modular cable were exchanged. It was noted that after the exchange, no alarms were noted. No additional information was provided.